Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error) faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center. The evaluation confirmed the reported e433 error. The generator board was found defective. Additionally, the external housing has cosmetic damage as the front panel was noted to have large scratches and cracks. The device was repaired to standard specifications and returned to the customer. The investigation is ongoing. Therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During the middle of a prostatectomy, the high frequency electro-surgical generator reportedly has an e433 error. The error with an alarm tone was noted while they were cutting and sealing with a thunderbeat handpiece. No patient injury or harm was reported. Additionally, the generator settings were at 1 cut / 3 seal. The usual inspection for use was performed and no abnormalities were noted. The connection between the cord and equipment was secure, an error code did appear on the hand piece but no issue was noted.